Event description:
A malfunction alarm with the pump was reported, specifically alarm 30 and during both the pumping and load processes. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.